Event description:
The end user reported that medical attention was sought on (B)(6) 2016 at 7:00 pm after receiving inconsistent high readings from the prodigy glucose meter. The end user experienced excessive sweating, dizziness and passed out and was found by her son. The paramedics were called and transported the end user to the ER. She could not recall if a blood glucose test was performed or if any treatment was administered by the paramedics. The end user was admitted to the hospital and could not remember what treatment was given outside of receiving orange juice. She spent one day in the hospital and upon discharge she was instructed to follow-up with her pcp. No further information was provided.